Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a driver used on patient having plif (posterior lumbar interbody fusion) / tlif (transforaminal lumbar interbody fusion) therapy for stenosis. It was reported that the tip of the driver broke off intraoperatively while a screw was being inserted into the pedicle. All broken instrument parts were retrieved from the patient, and another instrument from the same set was used to complete the procedure. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #708828706: product: 5584111, lot: k24c1226 visual and microscopic examination confirmed that the tip of the instrument was broken. The metal deformation is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.